Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed because receiver was perpetually rebooting. An internal visual inspection was performed and passed. The log was downloaded for review, finding rtt loss on incident date which is related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.